Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was not able to be advanced all the way through the catheter. Flushing was attempted to no avail. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the catheters returned with the lead have distal tip pinched slightly not allowing the lead to fully insert through the distal tip. If information is provided in the future, a supplemental report will be issued.